Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned r3 offset impactor indicated that the strike plate has fractured off at the weld. This device was manufactured in 2010, showing sign of use/wear. This was likely due to fatigue loading of the weld joint caused by repeated impacts. This failure mode has been previously identified. Since the manufacturing of the complaint device, design and process changes have been implemented to eliminate/ reduce the occurrence of this failure. The returned product was produced before this change was in effect. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that during thr the offset impactor broke at the weld upon impaction. Delay of less than 30 min reported. No injury reported. A back up device was available.